Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d.6a, d9, h4, h6.

Event description:
Patient reported right side an intracapsular and extracapsular rupture, ¿had fluid floating all over my breasts not just in the armpit of the right breast¿, "25 mm silicon granuloma in the right axilla" and "multiple cystic lesions are seen throughout the right breast" (not device-related). Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
The events of "seroma-late" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "fluid floating all over my breasts not just in the armpit"; "silicon granuloma."

Event description:
Patient reported right side an intracapsular and extracapsular rupture, ¿had fluid floating all over my breasts not just in the armpit of the right breast¿, "25 mm silicon granuloma in the right axilla" and "multiple cystic lesions are seen throughout the right breast" (not device-related). Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior assessed as surgical impact opening. Shell thickness within specification. ¿ granuloma: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. Additional observations: ¿ observed non penetrating nicks on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side intracapsular and extracapsular rupture, ¿had fluid floating all over my breasts not just in the armpit of the right breast¿, "25 mm silicon granuloma in the right axilla" and "multiple cystic lesions are seen throughout the right breast" diagnosed by ultrasound. Device has been explanted and replaced with non-abbvie device.